Manufacturer narrative:
During a coil embolization for pulmonary arteriovenous malformation with non tortuous and noncalcified vessel characteristics the 12 mm x 40 cm presidio 18 cerecyte microcoil ((pc4181343-30j/j10601) did not detach using the enpower detachment control cable (cable). It is not known how many times the detachment button was pressed or how many times the cable had been used. The cable was exchanged; however, the coil still did not detach with the system fault light seen. The presidio was safely withdrawn from the patient and replaced for a new coil which was detached successfully using the first cable. While introducing another coil, an 11 mm x 37 cm presidio 18 cerecyte microcoil (pc4181137-30j/j10552) the introducer sheath somehow got damaged and the coil was exposed from the site of the damage. This happened when advancing the dpu wire through the introducer sheath into the microcatheter. However, it is unknown what the damage really was, why and where exactly the damage occurred. The product was safely removed and was replaced for a new one. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. The returned device positioning unit (dpu) failed electrical testing. Based on the analysis of the returned device a likely root cause of the coils non-detachment may have been due to a fractured solder joint located inside the resistive heating coil section. The circumstances of how this damage occurred cannot be determined. The returned connecting cable passed electrical and functionality testing. If the damage to the dpu had been present prior to use, the device would not have passed the pre-deployment test. Therefore, it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant device used: connecting cable lot c10698, prowler select plus microcatheter. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for pulmonary arteriovenous malformation. A characteristic of the lesion was not tortuous and not calcified. Pre-deployment electrical check was performed and no issues noted. During the procedure, the physician could not detach a presidio ((B)(4), complaint product) using a cable ((B)(4), complaint product). It is unknown how many times the detachment button pressed. The physician firstly removed the cable and replaced for a new one ((B)(4), lot unknown) but the result was unsuccessful. The system fault light was seen during that time, and could not detach the coil. It is unknown if the audible signal did not beep. After that, the presidio was safely withdrawn from the patient and was replaced for a new one (details unknown), and then, he was able to detach it using the 1st cable. It is unknown how many coils were successfully deployed using the same cable before the complaint product. Afterwards, while introducing another coil ((B)(4), complaint product) to an unspecified prowler select plus and. The introducer sheath somehow damaged and the coil exposed from the site of damage. This happened when advancing the dpu wire through the introducer sheath into the microcatheter. However, it is unknown what the damage really was, why and where exactly the damage occurred. The product was safely removed and was replaced for a new one.